Event description:
Tip broke off in the pelvis and was not retrievable. Event description as reported by the hospital: device cannot be provided at this time. (B)(6) will not release the instrument or provide additional info without the FDA number. Tip broke off in the pelvis and was not retrievable. No images available. Operative images not available. All we have are pt initials: (B)(6). Case number (B)(4). Pt's demographics not available.

Manufacturer narrative:
The instrument is not available for eval. The hospital, (B)(6) medical center located at (B)(6) will not release the instrument or provide additional info without the FDA number.